Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 420 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-332a, mmt-397a. The customer was not using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1884 was requested, and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. Unable to verify, daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2024, listed on smartsolve, due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed). And were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below, for pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024, in the formatted history file. Lost sensor 1 alert (780) was found on: 09/03/2024, 09:51:00.000; 09/08/2024, 18:44:00.000; 09/10/2024, 14:19:00.000; 09/10/2024, 18:34:00.000; 09/11/2024, 19:39:00.000; 09/12/2024, 12:26:00.000. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No lost sensor alert, sensor related errors or anomalies were noted. No auto correction bolus anomaly, auto mode anomaly, history anomaly, delivery anomaly, bolus anomaly or basal anomaly noted, during testing. Insert battery alarm was found on: 09/12/2024, 08:02:12.000. Low battery alert was found on: 09/12/2024, 07:54:00.000. Power management graph was successfully generated. Power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected, since the battery was removed from the pump. Earliest power data available, per the power management tool/detail trace file is on 17-sep-2024 at 6:15:58 am. There was no power data available for the event date of (B)(6) 2024. Unable to check power data for low battery alert. No low battery alert noted, during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted, during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a scratched case. The pump passed, all the required testing. Unable to verify, customer alleged for high bgs. Customer alleged for auto correction bolus anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.